Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage in transforaminal lumbar interbody fusion procedure. It was reported that the e CT scan shows a pseudoarthrosis l5/s1, cage sintering lwk 5, swk 1, screw loosening s1 bds, distraction loss 15.2 to 11.4mm, lordosis loss 32 to 30.8°. There were no patient symptoms reported. No screw was loosened, but the cage sintered. There was no additional/revision surgery performed or planned. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review results. 1. Lateral x-ray, 2 panels. 24-01-2024, 18-03-2024. L4-s1 interbody fusion. L5-s1 interbody graft shows collpasse and subsidence in right panel compared to left. 2. Ap x-ray of 1, confirm findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: screw loosening after approximately 3 months. There was no additional/revision surgery performed or planned. Patient had post operative back pain.